Manufacturer narrative:
The affected part was requested back to the manufacturer site for further investigation. Results revealed defective components which led to the reported malfunction.

Event description:
See initial.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. Through follow-up communication with the customer livanova deutschland learned that the technician was able to trace the failure back to a defective distributor board. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an error message was displayed on a heater-cooler system 3t. This issue was identified after a retrofit activity maintenance. There was no patient involvement.